Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed through medical records. A review of lot history, chr, and DHR did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It was reported, ''non-coronary cusp appears to have reduced leaflet excursion, leading to at least moderate regurgitation, eccentric, directed towards the anterior leaflet of the mitral valve.'' And ''findings suggestive of stenosis degeneration of valve prosthesis'', and an ava <1.0 cm2. Per medical record review the patient endorsed dizziness, fatigue, dyspnea, and chest pain. The patient was evaluated at an area hospital and a tte and tee revealed severe as with moderate ai. A peak/mean aortic valve prosthetic gradients of 74 & 44mmhg respectively. A tee performed 5-days prior revealed a well-seated tavr valve, non-coronary cusp appeared to have reduced leaflet excursion; leading to at least moderate regurgitation - eccentric and directed towards the anterior leaflet of the mitral valve. They could not exclude possible pannus development. The ava by continuity equ. Of 0.61 cm2, peak/mean aortic gradients of 55 & 33mmhg, peak vel of 3.68 m/sec, & di of 0.22. Findings suggestive of stenosis degeneration of valve prosthesis. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As the leaflets were stenosed, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak, are known potential adverse evens associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, such as calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, frozen leaflets were observed, which could cause improper coaptation of leaflets leading to regurgitation. Available information suggests that patient factors (hyperlipidemia, stenosis and leaflet motion restricted) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 6 months post-implant of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis and possible frozen leaflet. The patient presented with mean gradient of 55 mmhg (from 5 mm hg) and heart failure. There is no date for intervention has been scheduled and currently booking new tavr CT.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.